Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (347 mg/dl). Customer used manual injection for correction per hcp but blood glucose was not coming down. Hcp working on diabetes management with customer.